Manufacturer narrative:
Product analysis summary: the reported endoanchor fracture could not be confirmed (or ruled out) from the limited images received and the cause of the event could not be determined. Due to the low resolution and single lateral view of the angiograms received, the reported event is difficult to assess. Lack of a video angiograms showing the deployment of the endoanchors and reported removal of the fractured fragment within the heli-fx applier were not seen in the returned films. The patient¿s pre-implant anatomy was not provided in order to allow for assessment of calcification or thrombus in the implantation area, and CT¿s were not available for a comprehensive in-vivo assessment of the previously implanted non-mdt stent graft. Analysis of the returned films did not reveal any anatomical or visible device anomalies that could explain the reported event. It is possible that the interaction of the endoanchor with the non-mdt stent ring strut may have been a contributor to the reported fracture event. Other possible anatomical causes of the anchor fracture include implanting into areas of calcification, thrombus, and highly angulated anatomy. In addition, improper apposition, excessive catheter torque build-up, engaging multiple fabric layers, and excessive unsupported applier may have also contributed to the anchor fracture. A device issue cannot be ruled out as a potential cause. The delivery system and fractured anchor are pending return for analysis and the results will be summarized in a separate report. Additional information: it was confirmed that the broken part of the endoanchor remained fixed in the aortic wall. The heli-fx applier was used in an endoleak repair procedure on a non-mdt stent graft. It was confirmed that it was the third endoanchor that broke. As per the physician, the endoanchor was sheared by the struts of the non-mdt stent graft to a very poor position, so that the endoanchor was not 100% orthogonal to the aortic wall and the struts of the stent graft finally caught the endoanchor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the applier and endoanchor cassette were returned. Visual inspection confirmed an endoanchor was fully loaded in the applier. Six ports were open on the cassette. There was no fluid or blood observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 9.43v. The battery was reattached, and the unit powered up with the blue error flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): oax0c maximum current exceeded, 0bx14 rwwin, 0cx08 key pressed and release flags both active, 0dx17 fatal. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. The endoanchor was deployed with no abnormality noted. There was no fragment of the broken endoanchor visible in the applier housing. Another endoanchor was loaded and deployed successfully. The reported event was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A helix-fx applier cassette was used as an accessory device in an unknown endovascular procedure. It was reported that during the index procedure, that one endoanchor was broken when being screwed into the aortic wall. The piece of the endoanchor remained in the top of the applier and blocked it so no more endoanchors could be loaded. It was reported that the blue light on the applier was blinking. The procedure was completed successfully with the use of another applier. No cause of the event has been reported. No additional clinical sequelae were provided and the patient is fine.